Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) the device was received for evaluation. A review of the event history log identified evidence of the error code 24502. During functional testing, the error code 24502 was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed error code 24502. This was observed in the biomed service department. There was no patient involvement. No additional information is available.